Manufacturer narrative:
Updated information can be found in g1. H10: the reported d1000 tego samples were not returned for investigation, however, two new d1000 tego connectors were returned for investigation. The two new d1000 tego connectors were vacuum and pressure leak tested. The two new d1000 tego met pressure and vacuum leak expectations outlined in the product performance specification. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The complaint was unable to be confirmed.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Correction the device associated with this event was not returned to the manufacturer for investigation.

Manufacturer narrative:
The customer indicated that the a sample device is available for evaluation; it has not been received.

Event description:
The event involved a customer report against the tego connector stating that during infusion, blood loss was noted from the connector located at the catheter. There was a blood stain on the containment pocket dressing of the catheter. There was blood loss reported, however, there was no serious injury and no medical intervention required.